Manufacturer narrative:
A patient unable to set ipg into MRI mode was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation and was unable to set their scs system into MRI mode. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs system was explanted.